Manufacturer narrative:
Per the clinic, the patient was administered with antibiotic and steroid drops (date and duration not reported). This report is submitted on may 24, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 15, 2024.